Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient¿s implantable drug infusion device. The drug being delivered was morphine (unknown). She was also on some pain pills for breakthrough pain. The reason for use was spinal pain. It was reported that the pump was alarming or beeping. ¿the device worked great.¿ the pump has been alarming since (B)(6) 2017. Has had trouble finding someone to fill it and was hearing the dual tone alarm, which was consistent with the pump alarms. Provided caller doctor listings over the phone, as they do not have a healthcare professional (hcp). There were no symptoms reported. There were no further complications reported/anticipated.